Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during an infusion of chemotherapy drugs (programmed amount and delivery rate unknown). The nurse assessed the IV line to the patient and noticed that the central line was kinked. The downstream occlusion alarm did not alarm. Any patient involvement, injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.